Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm was noted. No unexpected numbers ramping/scrolling on their own was noted. The device passed functional testing. The insulin pump was received with a cracked case at display window corners, display window and a missing end cap sticker.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed with a button error and the numbers on the screen were scrolling on their own. Customer's blood glucose was 320 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.